Event description:
The user received a questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) for one patient sample. The initial result was 2.40 mui/ml. The patient had pregnancy symptoms and a test was performed in another lab with a result of 6554 mui/ml. The physician complained and the laboratory retested the same sample on (B)(6) 2012 with a result of 4910 mui/ml. No information was provided to determine if the patient was adversely affected. The reagent lot number and expiration date were not provided.

Manufacturer narrative:
The result of 0.1 mui/ml was provided as the initial result instead of 2.40 mui/ml. Clarification has been requested as to which result was the actual result. The patient was not adversely affected.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
The customer could not verify if the initial result was 2.40 or <0.1. A specific root cause could not be determined. The provided calibration history suggested calibration issues which might have been due to an issue with calibrator reconstitution or handling. It was also noted the customer did not perform quality control on each day of use or on the date of the event and the qc settings were improper. The message history of the analyzer revealed several lld alarms close to the time of sample measurement which could indicate a problem related to sample detection. The patient was not harmed by any action taken.